Event description:
The article "safety and short-term efficacy of mitral transcatheter edge-to-edge repair procedures with mitraclip device, single-center polish 10 years' experience" was reviewed. The article presented a prospectiv single center study, to evaluate analyze and compare the short-term clinical and echocardiographic characteristics of patients with different regurgitation mechanisms, who underwent mitral teer in our institution and to assess the short-term efficacy and safety of the procedure under the local conditions of a tertiary academic hospital in the malopolska region, serving a population of approximately 3.5 million. Devices mentioned include mitraclip. The article concluded that the clinical presentation, echocardiographic characteristics and some procedural aspects of teer differ, depending on the etiology of the mr. [The primary author and corresponding author was andrzej gackowski at institute of cardiology, jagiellonian university medical college, krakow, poland with corresponding email: a.gackowski@szpitaljp2.krakow.pl]. The time frame of the study was january 2013 to december 2024. A total of 211 patients were included in this study, of which 211 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included dyspnea. (B)(6), unk mitraclip. Peri- and post-procedural complications included death, unexpected medical intervention, medication, bleeding, heart failure, stroke, single leaflet device attachment.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article titled "safety and short-term efficacy of mitral transcatheter edge-to-edge repair procedures with mitraclip device, single-center polish 10 years' experience".

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including dyspnea. Complications reported included death, unexpected medical intervention, medication, bleeding, heart failure, stroke, single leaflet device attachment; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.